Event description:
The customer reported that just after treatment was completed and the gantry was moving toward zero degrees, the wedge fell out of the collimator interface mount. The screws used to fasten the wedge to the wedge tray broke off. The report did not involve injury to the patient or operator.

Manufacturer narrative:
The investigation in the circumstances leading up to the wedge falling from the machine was compromised because the screws which were alleged to have broken, were not retained by the customer for further analysis but were discarded immediately after the event on the 16th of december. In addition, no photographs of the damaged screws (or wedge) were taken at the time, as the machine is maintained by the facilities own in-house engineers. Based on the unconfirmed status of the complaint, no corrective actions are envisaged at this time, but varian will continue to monitor for any similar complaint involving steel wedges. The site's 30-degree steel wedge has since been repaired and the customer has checked all other wedges for similar broken screws. In addition, the clinac safety guide makes clear reference that "nuts, bolts and other fasteners on the mcl or accessory mount can become loose and fall from the machine. Similarly wedge trays, shadow blocks, and other accessories can fall from the treatment head usually as a consequence of improper installation". The operator is also advised to "check all nuts, bolts and other fastener for tightness at least every six months". No patient injury occurred in this case. However, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. No additional follow-up to this MDR is expected.